Event description:
It was reported that a radiologist discovered a crescent shaped artifact on a CT scan. It was determined that oil had leaked from the tube casing window assembly creating a film of oil between the copper filter and cover. Air bubbles trapped in the oil film were creating image artifacts. No injuries were reported. The concern is for possible misdiagnosis.